Event description:
The customer reported her blood glucose reached 300 mg/dl less than 24 hours after the pod was activated. At 8:00 am she gave herself a bolus of 3.5 unit of insulin and realized the adhesive pad was wet. Upon inspection she noticed the cannula had came out of the site and there was a cut in the cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the damage cannula or to determine if it could have contributed to the hyperglycemia. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.